Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that when an alert for high atrial impedance was observed via remote transmission, the egm only displayed in unipolar not bipolar. The ICD was explanted and replaced. The patient recovered after the event.

Manufacturer narrative:
Evaluation description: the reported field event of an egm display anomaly was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the anomaly could not be determined.